Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. No reported adverse impact to the customer's blood glucose. Customer had syringes for alternate insulin therapy.